Manufacturer narrative:
Visual inspection found that the sheath had become detached from the device and was able to slide along the molded tube. Inspection of the flanged end of the sheath found that the flanged area appeared deformed. Possible causes of deformation to the sheath include improper seating of the sheath during manufacture (misaligned or improper rotation). A review of the DHR found no abnormalities that would contribute to this issue. A two-year lot history review shows this is the only complaint for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 16 complaints, regarding 16 devices for this device family and failure mode. During the same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: during trocar insertion, always have the tip covered to avoid potential damage to the trocar seals and electrode tip. Always use the lowest possible setting to achieve the desired electrosurgical effect. Examine this device prior to use for damage. Do not use if damage is found. No modification of this device is allowed. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This distributor reported on behalf of their customer that the 60-5272-132 device shrink sleeve was not fixed into place. This was discovered during surgery and the device was not used; however, a similar failure mode has been reported within the past two years. Due to the explanation of the failure mode in that reporting, this event has the potential for injury due to this malfunction. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.